Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. The iesu was analyzed and found to have caused the customer reported issue. The iesu was tested using an in-house system. Using any instrument the iesu displayed the reported c-34 error after a second of activation on both the monopolar and the bipolar instruments when cauterizing. The complaint was confirmed based on fa. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: c-34: hf voltage too low in on state. The probable root cause is attributed to monopolar and bipolar activation issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, neither the monopolar energy nor the bipolar energy was working on the integrated electrosurgical generator unit (iesu). The customer proceeded the case with a third-party generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) found related errors c-34 and m-11 in the system logs. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional information: the customer confirmed that they checked the system functionality upon powering on the system and there were no errors. The case was completed with the third-party generator.